Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction (image flickers occasionally, sometimes a black-out screen) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the reportable phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, the following non-reportable malfunction reported by the customer (brightness is not stable) was confirmed. Olympus found the cable at the root of the operation part was deformed, which caused abnormal image color occasionally. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that brightness was not stable and the image was flickering occasionally. The reported issue was observed during a therapeutic laparoscopic procedure. The intended procedure was completed using the subject device. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.